Event description:
A patient developed a fungal infection after their shoulder repair. The patient underwent an additional surgery to remove the implant. It was then cultured and it came back a fungus. He does not believe any further anchors were implanted into the shoulder. There was no way to determine what caused the infection. At this time there is no plans for an additional surgery.

Manufacturer narrative:
No product is being for evaluation. (B) (4)